Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the charged coupled device unit was damaged during user handling. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted where there was a gap on the bending section rubber, distal end damage, and winkles on the universal cord. . However, these defects alone are not considered severe enough to cause a potential adverse event. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope displayed a black screen. The issue occurred during a bronchoscopy procedure. The procedure was completed with a similar device. There was a delay of 20 minutes. There were no patient complications because of the event. However, there was inconvenience caused due to double passage with the replaced device.

Manufacturer narrative:
The device was returned due to the black screen and for preventive maintenance. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.